Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The causes of the condition were determined to be a damaged force sensor and an out of specification downstream tubing guide. The force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.